Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded battery tube. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test due to blank display noted. Unable to verify no delivery or occlusion alarm due to blank display noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.